Event description:
Customer reported the system will not fluoro. No patient injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and replaced the foot switch and interconnect cable. System operates as intended.